Event description:
It was reported by the rep that the device was laparoscopic cholecystectomy. It was reported the clip applier tip broke off inside patient while the surgeon was doing the cholangiogram, no harm was done to the patient. Another er320 was used to complete the case.